Manufacturer narrative:
The warnings in the package insert states "fracture, breakage, migration, or loosening of the implant" are possible adverse effects. The user facility is foreign; therefore, a facility medwatch report will not be available. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent.

Event description:
A pectus bar and stabilizer were implanted approximately three to four years ago. The package insert states "the device should be removed when remodeling is evident." During the removal of the bar, the surgeon identified the stabilizer was broken. No adverse effects were reported as a result of this event.